Manufacturer narrative:
On (B)(4)-2011 a bec field service engineer (fse) inspected the instrument and did not note any issues with the unit. Per discussion with the customer, the fse found the burning smell was generated from the console/ ups are. Fse powered the instrument to standby and no errors or burning smell was noted. Fse did note clicking sound in ups and contacted (B)(4). Per information provided to (B)(4), it determined the board had blown. (B)(4) advised replacement of the board. Fse provided (B)(4) contact information to the customer. Fse reloaded cartridge chemistry reagent that were removed. All reagents loaded with no errors noted. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report a loud noise and burning smell from the unicel dxc 800p synchron chemistry analyzer. Per customer, no smoke was present and the fire alarm was not activated. No injury or exposure has been reported in association with this event.